Event description:
It was reported that during a follow up programming session, the patient had a buzzing in his chest. The patient also had a shocking sensation. The patient would not let the physician turn the device off as he had therapeutic relief. A possible battery revision was being considered but was not scheduled. The patients status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0ak26, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).